Manufacturer narrative:
This report is submitted on july 10, 2023.

Event description:
Per the clinic, the patient experienced a migration of the electrode array and no sound with the device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 06, 2023.